Manufacturer narrative:
On (B)(6) 2019, mentor received additional information regarding the patient¿s postoperative diagnoses, and the following patient codes have been added: capsular contracture baker grade unknown, lymphadenopathy, and breast mass. The patient code granuloma has been removed in accordance with the new findings. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: granuloma. Concomitant products: 325cc mentor memorygel breast implant, catalog # 3503254bc, lot # 262387, serial # (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old female patient underwent an unspecified breast reconstruction with a 325cc mentor memorygel breast implant and experienced postoperative right-sided granuloma. The patient noticed a lump under her right arm, and an ultrasound indicated free silicone in and around the lymph node area. As a result, the patient is scheduled to undergo explantation without replacement on (B)(6) 2019.